Event description:
It was reported that during a laparoscopic sleeve procedure, the device fired properly on the first and second firings. On the third (last) firing the outer row of staples was normal, but the inner two rows of staples did not form. The staples did not come out of the device. There were no patient consequences reported. The case was completed with manually over-sewing the area.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge reload was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.